Event description:
Patient intubated on propofol drip after seizure, suspected intracranial hemorrhage. Pump turned off with no alarm/notification while patient was in CT scanner. Unknown how long pump was off, but rn and I had confirmed pump was functioning at the time the CT scan started and several times throughout the course of the scan. The pump was noted to be off after moving patient off the table. Shortly after pt was moved off the CT table, she had a seizure.